Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included three different types of unspecified antibiotics intravenously (IV), but dose and frequency were not reported. On an unreported date, the patient experienced a huge bout of pain which was a manifestation of the peritoneum rupturing. The patient's catheter was pulled out as well, so the patient was no longer able to perform pd therapy. The patient was discharged from the hospital two and a half months later. The patient was reported to be recovering from the peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.